Manufacturer narrative:
The insulin pump was received with no button error alarm. All buttons functioned properly; however, the pump had corroded keypad traces. The pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 214 mg/dl. The customer stated that she was sleeping and the pump alarmed low reservoir. The customer stated that she was trying to clear the low reservoir and the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.